Event description:
Additional information was received from the patient repeating information already documented in this case. The patient again asked about charging sensitivity and general ins recharging best practices/information. Patient services reviewed information. The patien t also repeated that their pain was coming back and said they has already tried raising stimulation to 1.2. The patient said she has 4 programs, and asked patient services what each program was for and if they all needed to be increased at the same time/to the same level. The patient mentioned she thinks program 1 was more for her legs, but the pain that was coming back was more her lumbar pain. The patient said program 1 was on 0.6 during the call and she increased it to 1.2, but this did not help her back (the patient also checked during the call, but does not have any groups other than a). Patient services redirected the patient to their hcp/rep to check specifics of the settings of each program. Patient services reviewed considerations regarding changing stim intensity and reviewed to follow up with hcp/rep if stim still does not help with pain. 2020-sep-11, rtg0081319 (con); additional information was received from the patient. Patient reported that when she first got her device it was like a miracle, she could feel no pain at 0.3v. Patient had since increased stimulation but the last two weeks she has had a loss of pain relief. Patient was in terrible pain now (patient said she cannot stand again b/c she has a sharp pain on l leg, around her hips and across the whole lumbar; pt mentioned she hasn't had lumbar pain for years. Patient has 1 group a and has been increasing stimulation. Patient was told by their friend that she wasn't supposed to feel stimulation and patient said she was vibrating all over the place.patient has turned stimulation up she feels stimulation the way a tens unit would feel and if she urinates or laughs or talks louder stimulation sensation increases. Patient wasn't sure if she could live with the sensation of "little ants" all over body. Patient has dr's appointment on (B)(6) 2020. By end of call patient had increased stimulation and was able to stand up, patient didn't feel pain but did feel a lot of stimulation. Patient has had no falls/trauma. Patient mentioned she may end up getting an epidural pain shot from her pain managment dr (implanting dr).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that charging their implantable neurostimulator (ins) has been sensitive. They stated that slightly moving will affect their charging, and that it takes about an hour to an hour and a half to charge from 40% to 70%. The patient mentioned that they had a slight return of pain, so they increased their stimulation from 0.3 to 1.2. They stated that the stimulation is helping to reduce pain. The patient noted that they will feel an increase of stimulation in different motions, and when they raise their voice. Patient services reviewed positional movement considerations. The patient was redirected to their healthcare provider.

Event description:
Additional information was received. It was reported the was in pain but the ins works and that when they did not have the ins on she has agonizing pain. The patient stated that the stimulation is "hard to live with". Program 1 is set to either 1.5 or 1.7 and that at 1.1 it doesn't work to relieve her pain. It was noted one time her husband was using the controller and he increased the stimulation to 2.0 and it was too much and "electrifying" for them. They only has pain when she stands up and no pain when she is laying down, so she usually turns the ins off when she's laying down. The controller was displaying that she was in the upright position when she was laying down; pt confirmed that stimulation was off, it was reviewed that stimulation must be on for this feature; the patient turned stimulation on and confirmed that the adaptive stim feature was working properly and that the controller was displaying the correct positions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient repeating information already documented in this case. The patient again asked about charging sensitivity and general ins recharging best practices/information. Patient services reviewed information. The patien t also repeated that their pain was coming back and said they has already tried raising stimulation to 1.2. The patient said she has 4 programs, and asked patient services what each program was for and if they all needed to be increased at the same time/to the same level. The patient mentioned she thinks program 1 was more for her legs, but the pain that was coming back was more her lumbar pain. The patient said program 1 was on 0.6 during the call and she increased it to 1.2, but this did not help her back (the patient also checked during the call, but does not have any groups other than a. Patient services redirected the patient to their hcp/rep to check specifics of the settings of each program. Patient services reviewed considerations regarding changing stim intensity and reviewed to follow up with hcp/rep if stim still does not help with pain.